Event description:
Unexpected set was returned. Paperwork with the set states the primary and secondary tubing was primed in the morning for antibiotic administration and administered w/o complications. Nurse was about to administer noon antibiotic dose when it was noted that primary normal saline bag was empty. Antibiotic was prepped and nurse went to pyxis to get another 250ml normal saline bag. Upon return to the room, the newly spiked antibiotic bag was noted to be empty (occurred within 5 mins) and the tubing above the blue tipped portion of the line (above the entry to the alaris module) was completely severed. Pt was not pulling on the lines. No pt harm was reported and no medical intervention required. The customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). The set has been rec'd but the eval is not yet complete. A f/u report will be submitted once the failure investigation is complete.